Event description:
The customer's wife reported via phone call that the customer was experiencing high blood glucose. The customer's blood glucose was around 500 mg/dl the day prior. Customer was advised to change their site. The wife was advised to have the customer call the helpline. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.